Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was received that included a report of a patient whose postoperative course was complicated by episodes of epistaxis and recurrent gastrointestinal (gi) bleeding as well as driveline (dl) infection. This case study described a patient successfully implanted with a vad in sep-2009. The authors reported that the patient's recurrent gi bleeding forced them to withdraw aspirin and coumadin with maintenance of plavix therapy. The patient's episodes of epistaxis required treatment with periodic laryngeal instrumental methods. The epistaxis events and one of the gi bleeding events were associated with significant anemia which the authors reported were usually associated with too aggressive anticoagulant therapy; though they were also seen in the setting of international normalized ratio levels of no more than 2.0. After postoperative rehabilitation, the patient was discharged home with stable hemoglobin and hematocrit levels. The patient's surgical wounds healed without evidence of driveline (dl) infections. The patient's long-term course was complicated by two to three hospitalizations for treated of dl infections. From jun-2012, the patient required daily dressing changes for a superficial dl infection. Bacteriological testing revealed pathogenic flora including (B)(6) and klebsiella pneumoniae. The patient was treated with targeted antibiotic therapy and a surgical debridement. Three years after the implantation, the patient presented with significant gi bleeding and a recurrence of the dl infection. The patient's anticoagulant therapy was adjusted by discontinuing the coumadin and continuation of aspirin and plavix. Further recurrence of the gi bleeding required discontinuation of the aspirin with maintenance of plavix. In feb-2013, the patient was re-admitted with low flow alarms and increased power consumption accompanied by symptoms of a transient ischemic attack. The site reported that they suspected a pump thrombus. A decision was made to stop the pump and assess the patient's cardiac function. There was no immediate cardiac decompensation. An echocardiogram revealed a left ventricular ejection fraction of 45% with no valvular pathology. Consultation of the patient's medical team led to a decision to explant via left thoracotomy without complications. The patient was subsequently discharged home. Six months after the explant, the patient was reported to be in good condition on prestarium, vivacor, digitalis, hydrochlorothiazide, controloc, zotral and inhaled medications for obstructive pulmonary disease. Further follow up did not yet yield any additional relevant information regarding these events.

Manufacturer narrative:
The pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.